Event description:
It was reported that during a cholecystectomy procedure, clip jumped out in a row. There were no adverse consequences to the patient.

Manufacturer narrative:
Sr# 446284-0. Date sent: 6/8/2006. A1, 2, 3, 4, b6, 7: information was not provided by the contact. H6 code 400: malformed clips. Evaluation summary: a plastic bag was returned with a class iii scissored clip and one unformed clip. The device was received with the handles broken and separated. The device was also found to have the shrouds broken and separated and the top shroud missing. No functional test could be performed as the instrument arrived in conditions that made an analysis impossible. Therefore, no dropping clip issues could be found. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.